Event description:
On 3/31/93 there was a problem with the primary timer on the teletherapy unit. The timer, which terminates the radiation exposure by retracting the source, was not functioning properly as indicated by a back-up timing mechanism located at the console. The malfunctioning timer was not terminating the exposure at the preset time interval. The timer is directly responsible for ending the exposure, with failure potentially leading to pt misadministration. There were not any misadministrations or errors in pt doses due to the faulty timer. However, it created an unsafe situation that increased the chances of a pt misadministration. The timer has since been replaced and there have been no further complications.